Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 290 mg/dl and it was addressed with a correction bolus. Reportedly, the customer's healthcare provider requested that the basal setting be changed from 1.1 unit/hour to 1.2 unit/hour. The customer changed the setting.